Event description:
It was reported that a patient underwent a sling procedure for stress urinary incontinence. The patient experienced a mesh erosion. The mesh was explanted on (B)(6) 2010. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion : no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this medwatch report is in response to receipt of maude event report (B)(4).